Event description:
We purchased the malem bedwetting alarm for our son to monitor his bedwetting problems. We followed instructions, however the alarm overheated and caused red marks on my son's privates. I was present when this incident occurred and was lucky to have disconnected the alarm soon. Was I not present this alarm would have hurt him much more. We had to seek medical help for him. There is a serious problem with this alarm. The FDA needs to take action soon. FDA safety report ID# (B)(4).